Manufacturer narrative:
This product is available; however, it has not been received for analysis. Add'l info will be provided within 30 days of receipt.

Event description:
During the procedure, the tip of the outback broke and separated inside the pt. The physician was unable to retrieve the device. It was felt that it would not harm the pt; therefore, it was not removed. There were no complications to the pt. The lesion was stenosed and calcified. The product will be returned for analysis.